Event description:
Reporter noted something like white powder in eye during procedure. Additional informtion received on 01/08/2002 indicated substance remains in eye post operation. Felt this came from probe. No injury reported.